Event description:
It was reported via repair work order that the brakes would not engage due to a broken side control shaft support and the retaining rings were missing. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.